Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump gave different food boluses depending on the time of day. Customer's blood glucose was 178 mg/dl. Reportedly, the time of the pump was incorrect and the customer successfully changed the time to address the event.